Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2017-01301; reference MFR. Report: 1627487-2017-01302; reference MFR. Report: 3006705815-2017-00247. The patient has two leads implanted. Since it is unknown which lead was explanted in reference MFR. Report: 1627487-2016-06491, all suspected lots are being reported. It was reported the patient experienced ineffective and unintended stimulation despite reprogramming attempts. Diagnostics indicated multiple low impedance measurements. Surgical intervention is planned as the next course of action.